Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-mar-18 regarding a patient receiving unknown baclofen (165.0 mcg/day at an unknown concentration) via an implanted infusion pump. It was reported that the patient had been having some issues with the doctor reading the medication in the pump and more medication was being taken out of the pump than there should have been over the last three months. The last three refills have had a discrepancy. The patient was told by the hcp to contact the manufacturer about the issue. No patient symptoms were reported and no further complications were reported or anticipated.